Event description:
It was reported that; during surgery while performing an acdf on c6 c7 the tip of a flexible screwdriver broke off. All broken fragments were retrieved. Surgery was successfully completed using a straight screwdriver. There were no adverse consequences to the patient.

Event description:
It was reported that; during surgery while performing an acdf on c6 c7, the tip of a flexible screwdriver broke off. All broken fragments were retrieved. Surgery was successfully completed using a straight screwdriver. There were no adverse consequences to the patient.